Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that accessed brachial vessel without difficulty (attempted to verify needle in vessel with us and did see blood return) - guidewire would only advance about cm (axilla region). Attempted to insert 3 fr gault introducer (smaller introducer) which would not dilate into vessel. Pulled dilator out of introducer and attempted to just insert dilator (gradually increase opening) but had no luck. Then tried the 3.5 mst introducer (comes in kit with guidewire that fractured). Again was unable to get introducer/dilator to go into the vein. Attempted to remove introducer and met resistance, so pulled guidewire and introducer back out at the same time. On removal saw the guidewire unravel and broken piece of wire near tip of the introducer. When attempting to pull guidewire back it would come out about 1 -2 cm then suck back in. Gps (general pediatric surgery) was called and fellow came to bedside and was eventually able to pull out wire. Xray obtained and no internal guidewire noted on xray. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fractured guidewire is confirmed; however, the exact cause is unknown. Four photographs of a guidewire and a microintroducer were returned for evaluation. An initial visual observation of the photographs showed a guidewire inserted into a patient. A microintroducer could be seen in two of the returned photographs; however, no damage could be seen on the microintroducer in either photograph. The guidewire was observed to be unraveled, which indicated the core wire of the guidewire was broken. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that accessed brachial vessel without difficulty (attempted to verify needle in vessel with us and did see blood return) - guidewire would only advance about cm (axilla region). Attempted to insert 3 fr gault introducer (smaller introducer) which would not dilate into vessel. Pulled dilator out of introducer and attempted to just insert dilator (gradually increase opening) but had no luck. Then tried the 3.5 mst introducer (comes in kit with guidewire that fractured). Again, was unable to get introducer/dilator to go into the vein. Attempted to remove introducer and met resistance, so pulled guidewire and introducer back out at the same time. On removal saw the guidewire unravel and broken piece of wire near tip of the introducer. When attempting to pull guidewire back it would come out about 1 -2 cm then suck back in. Gps (general pediatric surgery) was called and fellow came to bedside and was eventually able to pull out wire. Xray obtained and no internal guidewire noted on xray. No other information was provided.